Manufacturer narrative:
Medical devices continued: 5568-53 lead implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a zero ohms impedance. The zero ohms lead impedance measurement occurred during a procedure while the device was being interrogated. The alert was reset and the lead remains in use. No patient complications have been reported as a result of this event.